Manufacturer narrative:
The reported test strips were returned. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's mother reported that while they were at a restaurant on (B)(6) 2012 she checked her son's blood sugar and received a reading of 87mg/dl on his blood glucose meter which was lower than he felt. The caller further reported that the customer "started experiencing symptoms of discomfort and abdominal pain". The customer self treated with "8-units of insulin (novolog)". Customer was transported to a local hospital and was diagnosed with hyperglycemia and dka and was treated with" IV insulin drip and fluids by IV". The caller reported comparing an adc meter reading of 89 mg/dl to a lab result of 682 mg/dl. The blood tests were reportedly performed within ten minutes. The results were plotted on a parkes error grid and fell into the "out of range" zone showing the difference in values was clinically significant. The customer was discharged from the hospital on (B)(4), 2012. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.